Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported unrestricted flow. The pump was programmed to deliver an unspecified IV fluid, at a rate of 75ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. After approximately 1 hour and 30 minutes, the device alarmed for proximal air. At this time, it was noted that the solution container was empty. The physician was notified. There were no reported adverse patient effects. No medical interventions were required. The device was removed from service. During testing at the user facility, the device had unrestricted flow. Though requested, no additional information was provided.